Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was observed along the pump battery compartment and corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the 'up' and 'down' arrow buttons on the keypad are hard to push and must be pressed several times before the pump responds; this has been going on for the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.